Manufacturer narrative:
Initial reporter phone: (B)(6). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Biosense webster manufacturer's reference number (B)(4) has two complaints that are related to the same incident. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, a cardiac tamponade was noted. This occurred after 120 minutes since entered, when the left ventricle was ablated with a thermocool® smart touch® sf bi-directional navigation catheter and the left ventricle was monitored with a soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter. Pericardial drainage was completed. Drainage was performed and hemostasis was achieved, 210 cc was removed. It was unknown whether it was arterial blood or venous blood. Patient was followed up in the intensive care unit. The physician commented that the opinion was that it was caused by sound movement or ablation in the right ventricle. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable under both the thermocool® smart touch® sf bi-directional navigation catheter and soundstar eco 8fg ultrasound catheter, soundstar eco 8f ultrasound catheter.

Manufacturer narrative:
Additional information was received on 26-jan-2022: the patient is a 65-year-old female. Patient outcome of the adverse event was improved. It was not reported extended hospitalization was required. There was no significant medical history. Transseptal puncture was performed but needle product details were unknown. Prior to noting the cardiac tamponade, ablation was performed. There was no evidence of a steam pop. The event occurred during the ablation phase. It was not reported that inappropriate use was conducted without instructions for use. No error messages were observed on biosense webster equipment during the procedure. Therefore, updated d10. Concomitant medical products and therapy dates field and a. Patient information section. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 31-jan-2021, noted a correction to the 3500a initial. D4. Lot was completed as e8335847. H10. Additional manufacturer narrative stated: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. However, follow up had been performed as this was not a valid number. No valid lot number was provided. Therefore, d4. Lot field should have been left blank also in h10. Additional manufacturer narrative field should have stated: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer.